Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a black rubber-like foreign matter was clogging the nozzle. The foreign object looked like a black seal on the device. Due to the leak, it is likely that the reprocessing could not be done properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: "due to the leak, it is likely that the reprocessing could not be done properly and the foreign matter could not be removed." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating the reported issue occurred prior to procedure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in the event description, it was observed, air/water flow issue was noted, the distal end glue was damaged, plastic distal end cover (c-cover) was damaged, the section cover (s-cover) was damaged, the bending angulation was out of specification, the control panel (cp) stopper was deformed, the universal cord was buckled and the insertion tube was wrinkled. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had clogged air/water channel.upon inspection of the customer¿s returned device it was observed, the nozzle was found clogged by black rubbery material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.